Event description:
It was reported that when the ventilator was powered up, the turbine was not spinning with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.